Manufacturer narrative:
Device analysis for ins (B)(4) revealed a procedural non-conformance. The ins setscrews were backed out too far. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) reporting that the ins was faulty and would not hold a lead fixed positioned after the lead was inserted into the header. This occurred during stage 2 sacral nerve stimulation procedure. The torch wrench provided in the packs was used to tighten the set-screw and several attempts were made however the lead would not stay fixed. Eventually a functioning ins was found which didn¿t have the same issue and was used so the procedure could be complete. The surgeon was confident that this was not a lead issue and actually an ins issue. The surgeon¿s technique was not a problem. Different spare torch wrenches were also used to ensure it was not a torch wrench issue. The set-screws did make the audio click on every occasion, but the lead kept coming loose. No further complications were reported or anticipated.